Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached on day 5 of wear during an episode of hypoglycemia and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia and loss of consciousness. Customer was unable to self-treat due to symptoms and received treatment of hypo-destro gel by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was lost. Physical investigation of product is not anticipated. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.